Manufacturer narrative:
Correction section h3: initial report submitted with device evaluation results, however was incorrectly marked as "no" due to an error. H3 updated as "yes" to correctly reflect completion of the lead analysis.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead noted external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) and right atrial (ra) leads exhibited noise over-sensing. The noise over-sensing on the ra lead was noted to cause inappropriate automated mode switch (ams) episodes. Both leads were explanted and replaced. The patient was in stable condition.